Manufacturer narrative:
Batch t73713 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the four pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on (B)(6) 2018. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot for this batch. On the basis of this evaluation, a trend does not exist for this batch. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wraps"get too hot". The cause of the wrap "get too hot" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Event verbatim [preferred term] heat development very strong, causing skin blisters [blister] , heat development very strong, causing skin blisters [device issue] , ptach stuck on the skin caused pain and skin irritation while removing [pain] , ptach stuck on the skin caused pain and skin irritation while removing [skin irritation] , . Case narrative:this is a spontaneous report from a contactable pharmacist. This is a report received from the bfarm, regulatory authority report number: 12878/18. A 37-years-old male patient started to receive thermacare heat wrap (thermacare fuer flexible anwendung) (lot number: t73713) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. It was reported that "heat development was very strong causing skin blisters. Patch stuck on the skin caused pain and skin irritation while removing. Onset date of incidences reported as 07oct2018. The action taken with thermacare was unknown. The patient recovered from the incidences in oct2018. Pfizer investigational from product quality complaint for lot#t73713, expiration date: aug2020 included: batch t73713 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The visual inspection of a retain sample included one carton and the four pouched wraps inside and shows no obvious defects. Form-46455 retain sample inspection form documented the retain evaluation performed on 17-oct-2018. An evaluation of the complaint history confirms that this is the first complaint for the sub class too hot for this batch. On the basis of this evaluation, a trend does not exist for this batch. The root cause category is non-assignable (complaint not confirmed). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wraps "get too hot". The cause of the wrap "get too hot" is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (23oct2018): new information received from product quality complaint: investigational results.

Event description:
Heat development very strong, causing skin blisters [blister] , heat development very strong, causing skin blisters [device issue] , ptach stuck on the skin caused pain and skin irritation while removing [pain] , ptach stuck on the skin caused pain and skin irritation while removing [skin irritation] , . Case narrative: this is a spontaneous report from a contactable pharmacist. This is a report received from the (B)(6). A (B)(6) male patient started to receive thermacare heat wrap (thermacare fuer flexible anwendung) (lot number: t73713) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. It was reported that "heat development was very strong causing skin blisters. Patch stuck on the skin caused pain and skin irritation while removing. Onset date of incidences reported as (B)(6) 2018. The action taken with thermacare was unknown. The patient recovered from the incidences. Additional information has been requested and will be provided as it becomes available.